Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that all three valves of the pack were leaking from the start of a vitreoretinal procedure. There was no patient harm; the case was completed without complications. Additional information and product sample have been requested.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
A device history record review was conducted. According to the device history record reviews, three lots were reprocessed for anomalies that did not contribute to the customer complaint. One lot was reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. The device history record review did not point to a root cause because the lot was reprocessed and the product released met the products acceptance criteria. No further anomalies were identified. No additional investigation is required based on device history reviews. A complaint history examination indicates fifty eight additional complaints were associated with the valved lots. Three 23 gauge trocar hub/cannula assemblies were received for evaluation. The returned samples were visually inspected; all three samples were found to be nonconforming. Samples 1 and 3 were found to have septum's that did not close after removed from the blade. Sample 2 was found to have a damaged septum. It is unknown how or when the samples became damaged because they were returned opened. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).